Manufacturer narrative:
The actual device was not available; however, a photograph of what appears to be a cad joint to the winged female was provided for evaluation. As a sample was not returned, the reported issue could neither be verified nor refuted from the photograph provided. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue cap was stuck/fused to the female luer adapter of a one-link catheter extension set. The user was unable to remove the cap. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Event date (B)(6) 2017. Additional information added to event date. Should additional relevant information become available, a supplemental report will be submitted.